Event description:
A malfunction was reported involving a pump, and it was noted that there were no notable events prior to the malfunction. The issue did not adversely impact the customer's blood glucose level. The customer was instructed by technical support to replace the pump and use a backup insulin pump to ensure uninterrupted insulin delivery. The problematic pump was within warranty, and arrangements were made to ship a replacement pump. The caller was advised to put the pump into storage mode and return it using a pre-paid label within 10 days. The caller understood and acknowledged the instructions provided by technical support.